Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was over 500 mg/dl. The insulin pump had a crack where the reservoir screwed in. The insulin pump was also chipped at the reservoir opening. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was not returned. Nothing further to report.